Event description:
A medtronic representative reported a damaged open spine clamp. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The device lot number is dependent on the return of the device back to the manufacturer. The device manufacture date is dependent on the return of the device back to the manufacturer. A replacement clamp has been sent to the site for issue resolution. The suspect clamp has not been returned for evaluation, but return has been requested.

Manufacturer narrative:
Lot number and manufacture date provided. Suspect clamp evaluation found that the adjustment screw threads are stripped in mid-travel not allowing the clamp face to open and close easily. There is also debris in the threads.